Manufacturer narrative:
The tip cover accessory has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci nephrectomy procedure, that a hole was found on the tip cover accessory. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragments falling into the patient. On (B)(4) 2015, intuitive surgical inc. (Isi) contacted the site and obtained the following additional information: the tip cover accessory exhibited a hole on the grey area of the accessory. When this was noted, the tip cover accessory was removed from the surgical field.